Event description:
The customer reported that their device would not power on with ac or dc power. There was no patient use associated with the reported failure.

Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Manufacturer narrative:
Physio-control evaluated the device and was unable to duplicate the reported failure. As a precaution, physio replaced the system controller and user interface pcb assemblies and also the flex cable assembly which connects the user interface pcb with the pcb stack. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use.the removed parts were further evaluated in the failure analysis center. The reported failure still could not be duplicated and all of the removed parts functioned normally.the cause of the reported failure could not be determined.